Event description:
It was reported that when the fiber was connected to the console a connection error message showed up indicating to replace the fiber. The fiber was exchanged; however, the second fiber had the same issue occur. The second fiber was replaced, and the third fiber broke during the procedure. The third fiber was replaced, and the procedure was completed with a new fiber and a new console. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. The fiber was tested with hene (helium-neon) laser fixture, and there were no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber as designed. No devitrification was observed at the output window, and no debris adhesion was present on the metal cap. Based on analysis results, a conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that when the fiber was connected to the console a connection error message showed up indicating to replace the fiber. The fiber was exchanged; however, the second fiber had the same issue occur. The second fiber was replaced, and the third fiber broke during the procedure. The third fiber was replaced, and the procedure was completed with a new fiber and a new console. There were no patient complications.

Event description:
It was reported that when the fiber was connected to the console a connection error message showed up indicating to replace the fiber. The fiber was exchanged; however, the second fiber had the same issue occur. The second fiber was replaced, and the third fiber broke during the procedure. The third fiber was replaced, and the procedure was completed with a new fiber and a new console. There were no patient complications.